Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the merlin programmer calculated incorrectly, the longevity of the implantable cardioverter defibrillator's battery life. The patient was stable.